Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr hip resurfacing system - left hip. Reason(s) for revision: unknown. (B)(4).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Asr revision, asr hip resurfacing system - left hip, reason(s) for revision: unknown, kid: (B)(6), update received: (B)(6) 2013 - added surgeons name: (B)(6) and added revision reasons: component loosening- and pain. Update received: (B)(6) 2013 - attached query document and clarified that no component had become loose. Update (B)(6) 2017: claim letter, asr snapshot, and reconciliation patient name received. Added complainant information. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added.

Event description:
Update jul 24, 2017: claim letter, asr snapshot, and reconciliation patient name received. Added complainant information.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.